Event description:
Customer reported via phone call to have received a lost sensor alarm and find sensor alarm. Customer also repots to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer's blood glucose was between 300 mg/dl to over 400 mg/dl, which were treated with manual injections. Customer also reports to have received no delivery alarms but states they have been due to bent cannulas. Customer declined troubleshooting for high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.